Manufacturer narrative:
Concomitant product(s): a 511212 lead, implanted: (B)(6) 2006; 6947m62 lead, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced implant site pain. The cardiac resynchronization therapy defibrillator (crt-d) pocket was revised and the crt-d was relocated to the subpectoralis muscle layer. The crt-d remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.